Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance had gradually increased and had high capture thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.